Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up. The device was opened and the power pcb and OEM pcb assemblies were observed to be charred and heat damaged. Also damaged were two wiring harnesses connected to the power pcb assembly, one originating from the device's batteries connector and one from the OEM pcb assembly. The damaged assemblies and wiring harnesses were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assemblies, but could not determine root cause for the damage.

Event description:
According to the reporter, the device smelled burnt and would not power on. No pt involvement reported with this event.